Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker advised the customer that their device is not repairable. Stryker recommended that the customer remove the device form service and replacement device be obtained. The device was not returned for evaluation. The cause of the reported issue could not be determined.